Event description:
It was reported that the renasys go was not working. Here was no case involved. There were no delays and no back up reported, as well as no injury. During functional evaluation it was found the ¿device failed - please return¿ message displayed.